Event description:
The patient came for a routine check. Testing showed the channels 1, 2, 10-12 with the status hi. The processor works properly. The child audiometrically still has normal hearing sensations with the device. The status of the electrodes gradually got worse (in (B) (6) 2009, 1 channel hi, in (B) (6) 2009, first 4, then 5 channels hi).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.